Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a f/u medwatch will be filed. Internal control number: (B)(4) .

Event description:
It was reported by the consumer that she experienced a red, watery, burning eye during use of clear (B)(6) lens care product. She called her eyecare professional who told her that she burned her eye with the product. No medical intervention was reported. It is unk if the consumer was seen by an eye care professional or other medical professional. Add'l info has been requested but not yet received. Upon receipt of add'l info, if there is any further relevant info, a f/u report will be filed. This event is being reported due to the lack of info received regarding the patient's treatment and event resolution.